Manufacturer narrative:
Several unsuccessful attemopts were made to obtain the device for eval. As such, no further investigation is possible.

Event description:
Several patients experienced post-operative sensitivity after placement of restorations using xeno IV bonding agent, one of which subsequently required endodontic therapy on two teeth.